Manufacturer narrative:
Patient information is unknown; it is unknown if there was patient involvement. Device is an instrument and is not implanted/explanted. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing date: september 26, 2011. Manufacturing location: (B)(4). Business group: trauma. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the handle came off. It is unknown when the issue occurred. There were no injuries, surgery delay or need for additional medical intervention reported. When the product was being inspected by the manufacturer, it was noted that the weld seam is broken. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The manufacturing documents were reviewed and no complaint related issues were found. The present failure mode is already addressed in corrective and preventative action (CAPA) which did result in field action, product removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.